Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "IV tubing as primed and when attempted to run, IV pump started alarming that is was occluded. Rn, checked for occlusion. When she found no occlusion, opened the pump door to pull the tubing out and immediately noticed a bulge in the flexible part of the tubing on the end closest to the drip chamber. New tubing was obtained and the medication re-primed and then started. The patient was on norepinephrine and vasopressin. The potential harm could have happened if this had occurred in one of the vasopressor tubing and the patient would have been without the medication while it had to be re-primed. There was a delay in starting the antibiotics." There was no report of patient harm or adverse event on the medsun. The customer stated there was no patient harm.

Manufacturer narrative:
The customer¿s report of an occlusion alarm and bulge in the silicone segment was neither confirmed nor replicated. The customer-provided tubing set was functioning effectively during testing, which included gravity flow and pump infusion. No pump alarms occurred, and no bulging occurred anywhere along the set. The root cause of the reported failure was not determined.